Manufacturer narrative:
Technical support instructed the distributor to remove the end cap on the foot end of the base frame so he can access the nut for the translink, loosen the nut to the point that he can pull the brake/steer pedal out of the translink but not out of the caster stem, and then to activate the brake/steer pedal on the opposite side at the foot end to see if the brake engage like it does at the head end. Then perform the same process on the opposite side to try and isolate the problem to the caster or translink on one side of the base frame. Repairs have not been completed.

Event description:
The distributor stated when they activate the brake at the head end of the bed the brakes work perfectly. When they activate the brake from the foot end of the bed and shake the bed, the brake pedal comes out of the brake position and into the neutral position, and the brakes do not hold. When the brake is activated from the foot end, he has to apply more force to the brake pedal in order for it to lock into the brake position. When he activates the brake from the head end, he can easily feel the pedal go into the brake position. The beds were being moved from the hospital's warehouse to the med-surge ward when the problem was discovered. No one was on the beds when the problem was found.